Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that the patient with grade 4 degenerative mitral regurgitation (mr) underwent a mitraclip procedure. One clip was implanted; however, the clip detached from the anterior leaflet, remaining attached to posterior leaflet (slda). A 2nd clip was implanted to stabilize the detached clip, reducing mr to grade 3. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot-specific product issue. All available information was investigated and a cause for the single leaflet device attachment could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.